Manufacturer narrative:
The pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The device had cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the device is also cracked. The customer states the crack goes from the glass part, all the way to where the esc key is on the back part of the pump. The customer's blood glucose at the time was 160mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.